Manufacturer narrative:
In response to the event reported by your facility a device history review was conducted for lot number 5048534. Our records show that this is the 1st instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Photographs of the complaint unit were provided to aid in our investigation. No defect features could be identified in the photographs provided. The complaint unit was returned for our evaluation. Visual analysis of the returned complaint unit under microscope revealed that the catheter tip had a u-shaped notch. The reported nonconformance has been confirmed. Visual inspection of the catheter of a retained sample of this lot was also performed under microscope, and no abnormality of the catheter was found. Functional testing was also performed on the retention sample, the results of this showed that the tested sample performed within product specifications. From the information available, our engineers determined that the damage to the catheter tip was caused by the manufacturing equipment. Our engineers assure that relevant actions have been taken on the manufacturing equipment to prevent future occurrences of this nonconformance. We regret any inconveniences this incident may have caused you and your facility. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
Follow-up response updated by (B)(6), 05/11/2025 as per the telephone communication regarding the complaint, the date of awareness was (B)(6) 2025, and the incident date was (B)(6) 2025. Prior to catheter placement, the nurse had identified damage to the catheter but proceeded with the procedure, deeming the issue insignificant. Subsequently, difficulties arose during catheter removal, though no actual harm was caused to the patient. Follow-up response received on 04-nov-2025 clarifying the event details: the complaint was received via telephone on august 11, 2025, while the incident occurred on august 10, 2025. Before catheter insertion, the nurse noticed damage to the catheter but proceeded with the procedure, deeming it minor. Difficulties arose during subsequent catheter removal, but no actual harm was caused to the patient. Feedback from the anesthesia department operating room of (B)(6); batch number: 5048534 after opening the package, the catheter tip was found to be damaged. Samples have been collected and reported.